Manufacturer narrative:
The device was inspected and significant corrosion was present. The corrosion was caused from a leak on the internal portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. The data returned an 0xa8 alarm, but the cause of the alarm could not be determined.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 440 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient reported that the pod alarmed and bg levels remained high despite delivering a bolus. Additional method of treatment was not disclosed by patient.